Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported she saw power on reset (por) message on her patient programmer today. She had not used it in some time but has an appointment scheduled with managing healthcare provider tomorrow so wanted to make sure it was working. Patient reported she has had trouble with her bladder and was in the ICU with loss of fluids and couldn't make it to the bathroom. She has had several medical procedures and diagnostics recently including several heart surgeries, echocardiogram, heart ablation, cac and watchman implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient states they saw their doctor on (B)(6) 2020, x-rays were taken,the battery is dead and will be replaced after the corona virus crisis. No further complications were reported.